Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on an undisclosed date and mesh was implanted. On (B)(6) 2016, the patient underwent an invasive surgical procedure to remove the mesh. It was reported that the mesh was adhered to the patient¿s abdomen and had fractured. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a hernia repair surgery on an (B)(6)2015 and physiomesh was implanted.